Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient was unable to charge the ipg due to charger issues and in turn has lost therapy. Surgical intervention may be pending to address the situation.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ipg was explanted and replaced. Surgical intervention resolved the issue and therapy has been restored.